Event description:
A hospital in (B)(6) reported that eight rt235 breathing circuits had failed the leak test on a bird vip gold ventilator in the their nicu. The hospital further reported that the leak was apparently at the swivel y piece. This was found before patient use.

Manufacturer narrative:
(B)(4. Method: six complaint devices were received for evaluation. The complaint devices were visually inspected and submerged in a water bath to check for leaks. Results: the water bath test revealed that five of the devices were leaking at the seal between the swivel elbow and the swivel wye. The remaining complaint circuit was found to be within specification and no fault was found with it. A lot check revealed one other complaint for this lot number. Conclusion: the two parts that make up the y-swivel are held together by a snap-fit, which has some inherent leakage that is detected and compensated for by the ventilator. It is possible that if not properly locked into place, the leak between the swivel joint was enhanced during transport or setup despite having passed the leak test at the time of production. All circuits are pressure tested before they are allowed to leave the production line. This is an automated process and the circuits would have met the required specification at the time of production. (B)(4.